Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that dilatation was being performed on a lesion in the mid distal right coronary artery (rca), which had mild tortuosity, no calcification, and 99% stenosis. The rx voyager balloon catheter was inflated after a guide wire crossed the lesion. Upon first inflation, no problems were observed; however, while pressurizing the second time at 10-12 atm, the balloon did not appear to be inflated. When the voyager was removed form the patient, the balloon was found to be ruptured. The procedure was completed after another company's stent was implanted. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the balloon dilatation catheter was returned with blood visible in and on the balloon and in the inflation lumen. There was no contrast visible. The balloon was loosely folded. There was a longitudinal balloon rupture, 1mm proximal to the balloon distal seal for a length of 1 cm. There was a scratch on the balloon, on the left side of the longitudinal distal end of the rupture for a length of 4 mm. There was no other damage noted to the balloon dilatation catheter. Product performance engineering (ppe) reviewed the incident information and analysis results. During a procedure in the mid distal right coronary artery, it was reported that the rx voyager did not appear to be inflated when a pressure of 10-12 atm was applied during second inflation. When the balloon catheter was removed from the patient anatomy, the balloon was found to be ruptured. The rated burst pressure (rbp) of this device is 14 atm. The procedure was completed after a driver stent was implanted. Factors that can contribute to balloon rupture may include, but are not limited to, balloon damage during manufacturing, patient anatomy, lesion calcification, lesion tortuosity, interaction with other devices, or insufficient preparation. Analysis of the returned device revealed blood in the balloon and inflation lumen, suggesting a balloon rupture. The balloon was loosely folded. The balloon rupture was confirmed when a longitudinal rupture was observed on the balloon proximal to the distal seal. A scratch was observed on the balloon at distal end of the rupture. A scratch located near the rupture suggests that the outer surface of the balloon may have been mechanically damaged, such that upon the inflation attempt it led to the balloon rupture. The scratch could have been a result of manufacturing, handling, interactions with patient anatomy or other devices. A definite root cause for the balloon rupture could not be determined, but it may be related to circumstances during the procedure. The lot history records for this product was reviewed and there are no non-conformances that could have contributed to this complaint. A query of the complaint-handling database was performed and there were no similar complaints reported for this part number/lot number combination. Product performance engineering will continue to monitor the incident circumstances. All balloon catheters are 100% visually inspected and leak tested during the manufacturing process at abbott vascular. This MDR is considered closed by the product performance group.